Manufacturer narrative:
Product event summary:the 4fc12 sheath with lot 0010274496 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted at 2.33 inches from the tip. In conclusion, the sheath failed the returned product inspection due to a shaft kink.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.